Manufacturer narrative:
A1-fin#: (B)(6). Additional information added to; a.1. & h.6. (Patient code). An ¿as-received¿ inspection was performed on the received pump module and disposable set. There were no anomalies observed with the returned primary set and none noted that could have contributed to the reported issue. The customer¿s report of an overinfusion was not confirmed, however; functional testing performed observed backflow from the secondary container into the primary container due to a faulty check valve, which may be perceived as an overinfusion of the secondary fluid by the user. Functional testing did not replicate the reported backflow. There were no anomalies observed and there were no leaks, however functional testing found backflow due to a faulty check valve. The root cause was not definitively determined.

Event description:
It was reported that a potassium 100 ml (ivpb) infusion, was programmed as a secondary drip to run at 25ml/hr. Approximately 1-1/2 hours into the infusion, it was noted that the (ivpb) was empty. The primary IV looked more full, and the drip chamber had fluid backed up in it. There was no apparent effect on the patient, such as arrhythmias, chest pain or other symptoms not related to their diagnosis. The patient was receiving IV potassium replacement per protocol for k+ level of 3.3, as the patient was unable to take it orally.

Manufacturer narrative:
(B)(6). Concomitant medical products: non-bd secondary set. The root cause of the report of an overinfusion was identified as a backflow due to a check valve failure on the primary IV set. Backflow from the secondary set to the primary IV set was observed during functional testing, which may be perceived as an overinfusion of the secondary fluid by the user. The pcu event log contained no obvious programming errors that would result in the reported event. A review of the device error logs found no errors during the time period of the reported event functional testing performed found the pump module to be delivering fluid within specification. There were no anomalies observed with the returned primary set (model 2426-0500) and there were no leaks observed from the set, however functional testing found backflow due to a faulty check valve. . The root cause was identified as a backflow issue due to a faulty check valve. Backflow was observed during functional testing.

Event description:
It was reported that a potassium 100 ml ivpb infusion was programmed as a secondary drip to run at 25ml/hr. Approximately 1-1/2 hours into the infusion it was noted that the ivpb was empty , the primary IV looked more full, and the drip chamber had fluid backed up in it. There was no apparent effect on the patient, such as arrhythmias, chest pain or other symptoms not related to his diagnosis. The patient was receiving IV potassium replacement per protocol for k+ level of 3.3, as he was unable to take it orally..